Event description:
Report 44 of 48. Report received from (B)(6) stating that the device had debris in sterile package. The device was not being used during surgery. No injury or medical intervention occurred. No add'l info provided. The date of event was unk.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).